Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pcz508 batch number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm the total qty involved noticed with reported issue during procedure while use on patient? It is reported "all 3 sutures were discarded" were these the involved devices or unused devices that were discarded? Note: events reported in 2210968-2019-88873, 2210968-2019-88874, and 2210968-2019-88875.

Event description:
It was reported that a patient underwent a hip surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the needle came away from suture. There were no adverse patient consequences. No additional information was provided.